Event description:
Synthes 2.0 drill bit 323.062 distal end was broken off in the patient's bone and deemed irretrievable, and further actions would be detrimental to the patient. FDA safety report ID # (B)(4).